Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results non-fasting range from 100 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test refused. Verified storage of test strips is within spec. Test strips lot MFR's expiration date is (B)(6) 2017 and open vial date is not known. Recall test results performed fasting from meter memory: memory 1: 47 mg/dl, (B)(6) 2015, 06:30 am; memory 2: "lo", (B)(6) 2015, 06:30 am; memory 3: "lo", (B)(6) 2015, 06:30 am; memory 4: 182 mg/dl, (B)(6) 2015, 06:30 am; memory 5: "lo", (B)(6) 2015, 06:30 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: test strip issue.